Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device malfunctioned. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 02/20/2009. Evaluation summary: based upon the inquiry info received, visual and functional examination, it was concluded that the inspection has confirmed an adhesive bond failure between the black insulation and the electrode. The insulation had slipped down into the shaft of the device. All insulation is accounted for.